Event description:
The excluder bifurcated endoprosthesis was deployed low because the or tech failed to lock the c-arm in position. The clinician ligated the right common iliac and did a fem-fem crossover. Because of the placement of the trunk ipsi device the clinician performed an aui (aorto uni iliac). There was no allegation of product deficiency made by the clinician. Pt status is good.